Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported a signal loss issue with the sensor, with no high/low glucose alarms available. The customer was therefore unaware when he became hypoglycemic and lost consciousness. A glucose result of 3.7 mmol/l was obtained on unspecified device, and customer drank juice provided by wife after regaining consciousness. There was no report of death or permanent injury associated with this event.